Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during paroxysmal atrial fibrillation procedure, the customer experienced a force sensor error on carto system, the issue was resolved by changing the catheter and the case was completed without any patient consequence. This case is not a reportable malfunction. The returned device was visually inspected and it was found sensor sleeve (pebax) has some damage on the pebax material on proximal side of ring #1 with the pu margin also damaged. Pu smears on the sensor sleeve. Pebax also has a round cut area but not completely cut through on the distal side ring #2. A scanning electron microscope (sem) testing was performed over the pebax area of catheter and it was found that sem results show that the pebax surface presented evidence of scratches and mechanical damaged. It is possible that an unknown object make a damaged in the pebax. Then the catheter was tested per the reported event on eeprom and calibration test and the catheter passed eeprom test but failed calibration test. The catheter was then dissected and it was determined that the root cause was an internal failure of the sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been confirmed. In addition, a corrective action has been opened to address and resolve this pebax issues on smart touch.

Event description:
T was reported that during paroxysmal atrial fibrillation procedure, the customer experienced a force sensor error on carto system, the issue was resolved by changing the catheter and the case was completed without any patient consequence. This case is not a reportable malfunction. Upon receiving the product in biosense webster lab on (B)(6) 2015, it was noticed that sensor sleeve (pebax) has some damage on the pebax material on proximal side of ring #1, making this event reportable. Upon following up with the customer, it was confirmed that this condition was not noticed prior sending the catheter back. The customer used 8.5 fr, agilis sheath. Investigation is still in progress. A supplemental report on device evaluation will be submitted.